Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced frequent impedance fluctuations on both leads with intermittent readings showing open circuits which then return to normal levels upon rechecking. This instability caused inadequate stimulation and the sudden worsening of parkinson's disease symptoms. The patient was wheelchair bound and unable to walk. X-ray imaging was performed and found no fractures to the hardware.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 5122057, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced frequent impedance fluctuations on both leads with intermittent readings showing open circuits which then return to normal levels upon rechecking. This instability caused inadequate stimulation and the sudden worsening of parkinson's disease symptoms. The patient was wheelchair bound and unable to walk. X-ray imaging was performed and found no fractures to the hardware. Additional information was received indicating the model and serial numbers of the lead. It was also indicated that the symptoms the patient was experiencing was rigidity, bradykinesia, worsening balance, and issues with speech.